Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there were high impedances greater than 40,000 ohms on all pairs associated with electrode 3 during an ins replacement. The impedances were normal prior to the procedure. The patient was reportedly programmed using all four electrodes on the left side and therapy impedance was 1076 ohms. The old ins was reconnected and there were out of range impedances on all pairs with electrode 3 again. The physician tried wiping down the lead, cleaning it, and suctioning the port on the header block, but the issue was not resolved. The extension was not visibly damaged. It was noted they would complete the procedure and try programming around the issue before trying to replace the extension or lead. No medical symptoms were reported. No further complications were reported.